Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via company representative (rep) regarding a patient's intrathecal morphine (0.5 mg/ml, 0.07382 mg/day) infusion pump. It was reported that the consumer (con) had discomfort at the pump pocket site with increased mobility. The consumer's had a greater than 30 pound weight loss in the last two years. The consumer also had a fall against their coffee table eight months ago. The consumer was taken to the operating room (B)(6) 2022 for a planned pocket revision. The pump pocket was opened and dissected out the existing pump and intrathecal catheter, then dissected out the superior margin of the pump pocket to implant the superior portion of the pump deeper within the subcutaneous tissue. Another suture was added to anchor the pump within the pocket. The pump was refilled at the time of surgery. Bupivacaine was added at the dosing and concentration of 1 mg/ml, 0.1476 mg/day. The issue was resolved at time of report. Patient's medical history was asked, but will not be made available. Patient's status at time of report was alive - no injury.